Manufacturer narrative:
Patient/family was the initial reporter , so personal information was not entered.

Event description:
The customer was not able to view his blood glucose readings int the memory of the contour next ez after (B)(6) of this year. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.

Manufacturer narrative:
Sections have been updated with the correct device serial number and device manufacture date respectively.